Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. A review of the DHR indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2014 while the surgeon was threading the buttress compression nut onto the blade guide sleeve the two devices became stuck together. There was a 30 minute delay reported due to trying to get the two devices apart. Eventually the buttress compression nut was able to be removed from the blade guide sleeve and the procedure was successfully completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the returned buttress/compression nut shows moderate wear with numerous scuff and scrape marks especially along the outer knurled edge and the proximal end. The device is 11 years old. The devices were returned and reported to have become stuck together. This condition is unconfirmed; the devices were received disassembled and tested upon receipt. The buttress/compression nut advanced down the entire length of the blade guide sleeve without any hindrance. It is likely that some sort of soft tissue or another material obstructed the buttress/compression nut during surgery leading to this unconfirmed complaint. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that soft tissue obstructed the buttress/compression nut leading to this unconfirmed complaint, however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.